Event description:
It was reported by (B)(6) that the battery reciprocator device did not run. During in-house engineering evaluation, it was observed that the motor was blocked, seized, and running rough. It was further observed that the jumper ring was set too high and the engine speed greatly reduced and was very noisy. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was blocked, seized, and running rough. It was further observed that the jumper ring was set too high, the engine speed greatly reduced and was very noisy. Therefore, the reported condition was confirmed. The assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.